Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used to treat a bleeding duodenal ulcer. According to the complainant, the injection gold probe needle was extended to treat the bleed. Upon completion of treatment, the needle would not retract into the catheter. The probe was removed from the patient. The scope was reportedly not in a torqued position within the patient. Once outside the patient, the needle extended and retracted freely. The device was placed back into the patient's duodenum for further treatment. Upon completion of treatment, the needle would not retract into the catheter. The procedure was able to be completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.